Manufacturer narrative:
The device model involved in this MDR report is not approved in the u.s.; however, it is similar to reply models approved in the u.s. UDI field: (B)(4).

Event description:
On (B)(6) 2016, a week after the implantation, the patient experienced syncope. The physician observed that the ventricular threshold value increased to 4.0v while the ventricular output was initially programmed at 3.5v. Therefore, the cause of syncope was considered to be ventricular loss of capture. X-ray photo revealed that the subject ventricular lead tip looked to have been moved slightly. Therefore, the cause of ventricular loss of capture was considered to be the dislodgment of the subject lead. A re-intervention was performed the same day in order to reposition the lead, regular electrical performances were obtained.

Manufacturer narrative:
The device model involved in this MDR report is not approved in the u.s.; however, it is similar to reply models approved in the u.s. (B)(4).

Event description:
On (B)(6) 2016, a week after the implantation, the patient experienced syncope. The physician observed that the ventricular threshold value increased to 4.0v while the ventricular output was initially programmed at 3.5v. Therefore, the cause of syncope was considered to be ventricular loss of capture. X-ray photo revealed that the subject ventricular lead tip looked to have been moved slightly. Therefore, the cause of ventricular loss of capture was considered to be the dislodgment of the subject lead. A re-intervention as performed the same day in order to reposition the lead, regular electrical performances were obtained.